Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced a skin reaction with inflammation/swelling and an infection that extended beyond the patch perimeter. On (B)(6) 2026, the patient reported that he visited a clinic due to what he described as "massive swelling" on the arm where the sensor had been inserted. According to the patient, the swelling developed after he removed the sensor from his left arm due to sensor failure. The patient stated that the doctor assessed the affected area and indicated that it was a possible infection related to the sensor. The doctor suggested that the sensor may not have been sterile and confirmed that the doctor did not do a test as well for that affected area. However, he confirmed that he was prescribed an oral antibiotic amoxicillin, to be taken twice daily. The patient went home afterwards. At the time of the report, the patient confirmed that there was no longer any swelling on his left arm and was doing fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).